Event description:
See intial report.

Manufacturer narrative:
No further intervention was deemed necessary; functional verification checks were performed and passed positively. The unit returned to service. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar events have been reported. Based on the collected elements, it cannot be excluded that the claimed issue was caused by a temporary/intermittent failure, probably of the heating elements of the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the 3t heater cooler was unable to heat up to desired temperature on both patient and cardioplegia sides. Cooling elements worked as expected. The issue was identified during maintenance and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. A livanova field service engineer was dispatched to the customer to investigate the issue and the issue could not be reproduced. Ran temperature on all 3 tanks from the bottom temperature to the top temperature was performed several times and no issue could be observed: the device behaved as expected as it heated and cooled properly. Functional verification tests were performed and unit was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.